Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 45169 was verified. The event log showed error code 45169 occurred on 10/4/2018 service replaced the microprocessor board. Use testing was performed. The problem source is defective component of the microprocessor board.

Event description:
It was reported that the device gave an alarm with message of "error 45169". No known adverse effects to patient.